Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation summary: the device was returned to allergan for analysis and noted flat creases, yellow particles in device inner surface, and wear abrasion. A leak test was performed and leakage was observed. Under microscopic analysis one crack opening was identified. Based on the device analysis the final assessment is: one opening crack assessed as cracked valve seat diaphragm valve.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right deflation. The device remains implanted.